Event description:
Ans received a report in 2009, that a patient with stenosis and scoliosis (curvature in the upper thoracic area as well as in the lower lumbar area) and fusion at l3-l5 was implanted with an scs system three days prior. It was reported the md verified the space with a lamitrode 44c lead blank. It was reported the md decided there was not enough room to place the lamitrode 44c lead and implanted a lamitrode 44 at t9-t10 for lower back pain. On original date, the patient reported experiencing some numbness below the waist and the inability to move their legs. A CT scan was performed and the md planned to explant the lead. During the explant procedure, it was observed that the lead was subdural. It was reported after the lead was explanted the patient regained fill movement of his lower extremities. Follow-up info received from the sales rep on 08/24/2009, found the patient has some neurological deficits. It is unknown if the device will be returned to ans for evaluation. A follow-up report will be submitted upon completion of the device evaluation if the device is returned to ans.

Manufacturer narrative:
Evaluation results: the device history and sterilization records reviewed were found to meet specifications, and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to rhe patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.